Event description:
It was reported that the ilet user experienced elevated glucose and had been making meal announcements to correct hyperglycemia. The user changed supplies twice, disconnected, primed until drops were observed, reconnected, and was counseled that meal announcements should align with actual food intake to avoid disrupting algorithm performance. Symptoms included hyperglycemia peaking at 310 mg/dl and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface, specifically meal announcements used for correction rather than at mealtime. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.